Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic procedure on (B)(6) 2018, where a reservoir was used connected to a drain. The reservoir locked on day of procedure. However, the reservoir could not be locked in the ward one day after the procedure. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/26/2018. Evaluation: sample received for analysis. Failure mode reported by customer may be caused by tie too long. However, during sample evaluation this was discarded since locking mechanism of the plate was found broken. Sample was evaluated and locking mechanism was broken. When the locking mechanism is broken, plate remains open and it's not possible to assemble a sample with a broken locking mechanism at the manufacturing line. Therefore other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process. External causes may have affected the product integrity such as handling, non-proper usage or any possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.